Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 40-year-old female patient who had essure (ess205) (batch no. 627072,627072) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), proctalgia ("other injury(ies) or complication (s) please describe: rectal pain with no etiology.") And abdominal pain ("abdominal pain"). The patient was treated with surgery (surgery to remove essure). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, proctalgia and abdominal pain had not resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, proctalgia and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet , new reporter, patient demographic information, lab data, essure indication permanent birth control by bilateral occlusion of the fallopian tubes and lot number 627072,627072 new events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), other injury(ies) or complication (s) please describe: rectal pain with no etiology were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)") and rectal haemorrhage ("rectal bleeding") in a 40-year-old female patient who had essure (batch no. 627072) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hemorrhoids and stools hard. Patients denies rectal trauma. Concurrent conditions included back pain, edema, device ineffective, pelvic fluid collection, anterolisthesis, endometrial biopsy, genitourinary operation, ache, adenomyosis and uterine enlargement. Concomitant products included ibuprofen for dysmenorrhea, abdominal pain and pelvic pain. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rectal haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping),") and abdominal pain ("abdominal pain"). In 2014, the patient experienced proctalgia ("other injury(ies) or complication (s) please describe: rectal pain with no etiology."). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse),"), bacterial vaginosis ("bacterial vaginosis"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue."). The patient was treated with surgery (surgery to remove essure: hysterectomy, salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, rectal haemorrhage, vaginal haemorrhage, proctalgia, abdominal pain and fatigue had resolved, the menorrhagia, dysmenorrhoea and dyspareunia had not resolved and the bacterial vaginosis, migraine and headache outcome was unknown. The reporter considered abdominal pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, proctalgia, rectal haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure device was placed in the right side. Four coils were visualized externally. The left tube was cannulated with the essure device. There was some tubal spasm on this side. There was one coil visulaized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: total bilateral occlusion . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record;rectal pain, rectal bleeding, menorrhagia, pelvic pain, menstrual pain, abnormal bleeding . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of product technical complain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)') and rectal haemorrhage ('rectal bleeding') in a 40-year-old female patient who had essure (batch no. 627072) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhoids and stools hard. Patients denies rectal trauma. Concurrent conditions included back pain, edema, device ineffective, pelvic fluid collection, anterolisthesis, endometrial biopsy, genitourinary operation, ache, adenomyosis and uterine enlargement. Concomitant products included ibuprofen for dysmenorrhea, abdominal pain and pelvic pain. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rectal haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping),") and abdominal pain ("abdominal pain"). In 2014, the patient experienced proctalgia ("other injury(ies) or complication (s) please describe: rectal pain with no etiology."). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse),"), bacterial vaginosis ("bacterial vaginosis"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue."), back pain ("back hurt") and skin odour abnormal ("stinky feet"). The patient was treated with surgery (surgery to remove essure: hysterectomy, salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, rectal haemorrhage, vaginal haemorrhage, proctalgia, abdominal pain and fatigue had resolved, the menorrhagia, dysmenorrhoea and dyspareunia had not resolved and the bacterial vaginosis, migraine, headache, back pain and skin odour abnormal outcome was unknown. The reporter considered abdominal pain, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, proctalgia, rectal haemorrhage, skin odour abnormal, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure device was placed in the right side. Four coils were visualized externally. The left tube was cannulated with the essure device. There was some tubal spasm on this side. There was one coil visulaized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record;rectal pain, rectal bleeding, menorrhagia, pelvic pain, menstrual pain, abnormal bleeding . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: social media received. Event: back hurt and stinky feet were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)") and rectal haemorrhage ("rectal bleeding") in a 40-year-old female patient who had essure (batch no. 627072) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hemorrhoids and stools hard. Patients denies rectal trauma. Concurrent conditions included back pain, edema, device ineffective, pelvic fluid collection, anterolisthesis, endometrial biopsy, genitourinary operation nos, ache, adenomyosis and uterine enlargement. Concomitant products included ibuprofen for dysmenorrhea, abdominal pain and pelvic pain. On (B)(6)2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rectal haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping),") and abdominal pain ("abdominal pain"). In 2014, the patient experienced proctalgia ("other injury(ies) or complication (s) please describe: rectal pain with no etiology."). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse),"), bacterial vaginosis ("bacterial vaginosis"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue."). The patient was treated with surgery (surgery to remove essure: hysterectomy, salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, genital haemorrhage, rectal haemorrhage, vaginal haemorrhage, proctalgia, abdominal pain and fatigue had resolved, the menorrhagia, dysmenorrhoea and dyspareunia had not resolved and the bacterial vaginosis, migraine and headache outcome was unknown. The reporter considered abdominal pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, proctalgia, rectal haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure device was placed in the right side. Four coils were visualized externally. The left tube was cannulated with the essure device. There was some tubal spasm on this side. There was one coil visulaized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: total bilateral occlusion ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record;rectal pain, rectal bleeding, menorrhagia, pelvic pain, menstrual pain, abnormal bleeding . Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Events abnormal bleeding (general), bacterial vaginosis, migraines, headaches, vaginal discharge, fatigue, rectal bleeding" , lab data, patient and product information are added. Outcome of events pain, bleeding, fatigue are resolved. Concomitant and historical condition are added. On (B)(6)2018: fu2 & fu3 processed together. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.